Event description:
Incident happened during surgery. Doctor was using the vessel sealer at that time when an alarm sound was heard and on the screen. It read: "blade exposes vessel sealer". Instrument turned off and removed right away from patient. When the alarm sounded the vessel sealer wasn't touching any tissue. No harm was done to the patient. Upon inspection of device, noted blade still intact but exposed. Surgeon also checked and inspected device.======================manufacturer response for endowrist one vessel sealer, endowrist one (per site reporter).======================we have received no response from this company re any devices reported.